Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. The patient was hospitalized for the event on the same day of onset. Treatment rendered for the event was not reported. The patient was treated with imipenem (125 milligram, frequency and route not reported) and heparin (1000 iu,, frequency and route not reported) for peritonitis. At the time of this report, the patient's recovery status was unknown. Dianeal therapy was ongoing. It is unknown whether the patient was retrained on proper aseptic technique. No additional information is available.